Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after receiving anti-tachycardia pacing (atp) and shocks for what was determined to be supra-ventricular tachycardia (svt) and shock therapy was exhausted. It was determined that the patient had missed several doses of his beta blocker. No programming changes were made and the patient was started back on his medication. No additional adverse patient effects were reported.